Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 350 mg/dl (average of 210 mg/dl). To address the bg level, the customer delivered a correction bolus. Additionally, possibly due to overcorrecting for the continuous elevated bg levels and due to various activities, the customer experienced low bg levels (lowest of 60 mg/dl). To treat the low bg level, the customer consumed glucose tablets.. Recommendation was made to consult with health care provider regarding diabetes management.